Manufacturer narrative:
The device has been received and an investigation is underway. Upon completion, a supplemental MDR will be filed.

Event description:
The complainant reported a patient of unknown age/gender presenting with acute myocardial infarction and cardiogenic shock. The patient was suspected as enduring hemolysis during support, therefore, the pump was removed prematurely and the patient was placed on an intra-aortic balloon pump.

Manufacturer narrative:
The pump was received and an investigation was performed. While no noted damage or abnormalities were confirmed regarding the returned product, we are unable to definitively determine a root cause as no data logs were provided.